Event description:
The user facility in korea reported the vitrectomy cutter did not work upon initial activation of the cutter. Another cutter was used to complete the surgery. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2, see 1920664-2014-00002.